Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed button error while the customer was playing soccer. The alarm was unable to be cleared. The customer's blood glucose was 175 mg/dl. The customer stated that the device might have been exposed to moisture because it was very hot while they were playing soccer. The discontinuation of the device was advised. Nothing further was reported.